Event description:
Reporting status: malfunction. Reporting rationale: potential treatment of non-diseased segment. Device issue: mislabeled. It was reported that the outside of the package is showing a stent 3.0 mm x 28 mm, but inside, it was a 3.0 x 23 mm, as it can be seen on the stent shaft. The problem was noticed during the procedure, inside the pt and the procedure was completed with this device. No second stent was used in the procedure. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the balloon and in the guide wire lumen. There was fluid visible in the inflation lumen and in the balloon. The stent implant was not returned because it remains in the pt. There were crimp marks on the balloon and between the markers. The distance of the crimp marks between the markers was 28 mm. The balloon was loosely folded. The chipboard box, foil pouch and the tyvek pouch was returned and labeled 3.0 x 28 mm. The sidearm was labeled 3.0 x 23 mm. There was no other damage noted to the sds. Product performance engineering review the incident information and analysis of the returned product. The sds was returned with blood visible on the balloon and in the guide wire. There was fluid noted to be visible in the inflation lumen and in the balloon. This is consistent with the device being prepared for use and inserted into the body. The stent implant was not returned; however, there were crimp marks noted to be between the markers of the loosely folded balloon. This is consistent with the reported info that the stent was deployed. A mislabeled sidearm hub can occur during manufacturing. Analysis confirmed that the chipboard, foil pouch and tyvek pouch were labeled (3.0 x 28 mm) and the side arm hub was labeled (3.0 x 23 mm). The length of the crimp marks on the balloon were measured to be 28mm which suggest that the stent length was consistent with the labeling to the chip board, foil pouch and tyvek pouch. There have been no other incidents reported for mislabeling with this lot. However, since manufacturing cannot be conclusively ruled out as the possible cause, a field discrepancy notification (fdn) was issued on 3/3/2009, to notify manufacturing of this incident and further investigate for root cause and necessary corrective action. All further investigation and corrective actions will be documented and tracked in the fdn. A review of the finished device lot history record found no non-confirming material reports that could have contributed to this complaint. This MDR is considered closed by the product performance group.